Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from a single patient sample using a vitros xt7600 integrated system and vitros ipth reagent lot 1560 when compared to results obtained from a non-vitros roche and siemens system. The assignable cause for the higher than expected vitros ipth results for the patient sample is the presence of a sample interferent in the patient sample tested, in this case, heterophilic interference. Based on acceptable historical quality control results, a vitros ipth reagent performance issue is not a likely contributor to the event. Continual tracking and trending does not indicate a systemic issue with vitros ipth lot 1560. Email address for contact office (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained from a single patient sample using a vitros xt7600 integrated system and vitros ipth reagent lot 1560 when compared to results obtained from a non-vitros roche system. Patient sample 1 results of 726.0 and 709.0 pg/ml versus expected roche result of 13.0 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth result of 726.0 pg/ml was reported from the laboratory. The roche ipth result of 13.0 pg/ml was later reported for the patient but no corrected report issued. No treatment was stopped/started/altered based on the higher than expected result. Ortho is not aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).